Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead; however, it was not available for return. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this patient experienced a syncopal episode due to a fracture of this right ventricular (rv) lead. Additionally, this lead exhibited oversensing of noisy signals, intermittent loss of capture (loc) and high out of range impedance measurements were recorded which caused a lead safety switch (lss) to unipolar configuration. A temporary pacemaker was required for this patient. Ultimately, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.